Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the "battery case" was cracked. It was noted that the pump may have lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:a review of the pump¿s black box history showed that power reboots were recorded. The battery cap was not able to be tightened to the pump and was not able to maintain an electrical connection. Evaluation revealed that there was a crack along the battery compartment threads. The battery cap threads were also found to be stripped/damaged. Power losses were duplicated during investigation. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours using a test battery cap with no power losses occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.